Event description:
It was reported to the edwards field clinical specialist that post deployment of a 26mm sapien transcatheter heart valve, transesophageal echocardiogram (tee) showed significant paravalvular leak (pvl). The surgical team decided to place another 26mm sapien valve, which was successfully placed more ventricular to the first. Tee then showed 1+ pvl, as per the operative report. The procedure was completed without further complications. Additional information revealed the following: the native leaflets had mild calcification. During deployment, ventilation was held, balloon inflation was held for three or more seconds, pacing capture was not lost and the valve was deployed in a 50:50 position.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The edwards sapien training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the root cause for the significant pvl cannot be confirmed; however, it is possible that valve calcification not appreciable on prescreening imaging may have contributed to the severe pvl on initial valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.